Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler and cycler set. The patient reported a fluid leak on (B)(6) 2022; however, the patient did not present with a diagnosis of peritonitis for a week after the leak occurred nor did the patient associate the leak with the peritonitis diagnosis. Per the pdrn, the suspected cause of the peritonitis event is touch contamination, although that cannot be confirmed. The culture results of enterococcus faecalis supports the suspicion of touch contamination or intra-abdominal source of infection as this organism is found in the gastrointestinal tract and often colonizes in the genitourinary tract. Based on the available information and no reported device malfunction, the liberty select cycler can be excluded as the cause of the patient¿s peritonitis event. However, due to the reported cassette leak and subsequent diagnosis of peritonitis, the liberty cycler set cannot be ruled out as causing or contributing to the patient¿s adverse event due to not being able to confirm if the adverse event was due to the leak or touch contamination by the patient.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) reported the patient contacted the clinic to report having been diagnosed with peritonitis. The patient called technical support regarding a fluid leak (B)(6) 2022, it was reported that the patient did not receive a diagnosis for peritonitis until the week following the reported leak. Upon follow up the pdrn stated the patient was diagnosed with peritonitis (B)(6) 2022, no signs or symptoms were provided. The patient¿s culture results were positive for enterococcus faecalis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin; dose, frequency, and duration were not reported. The pdrn could not confirm the cause of the peritonitis; however, stated it was likely due to touch contamination based on the culture organism. The patient continued to complete pd therapy with no issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) reported the patient contacted the clinic to report having been diagnosed with peritonitis. The patient called technical support regarding a fluid leak (B)(6) 2022, it was reported that the patient did not receive a diagnosis for peritonitis until the week following the reported leak. Upon follow up the pdrn stated the patient was diagnosed with peritonitis (B)(6) 2022, no signs or symptoms were provided. The patient¿s culture results were positive for enterococcus faecalis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin; dose, frequency, and duration were not reported. The pdrn could not confirm the cause of the peritonitis; however, stated it was likely due to touch contamination based on the culture organism. The patient continued to complete pd therapy with no issues.